Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU) in the area where the material was detected. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and a foreign object was found inside the channel; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, there was no delay in the start of precleaning, the insertion section was wiped, there were no abnormalities in the accessories used for reprocessing, the endoscope was presoaked in the detergent solution, there were no other concerns about the reprocessing, the foreign object was a rubber band, and the insertion section (including the bending section) was wiped/ brushed with clean lint-free cloths, brushed or sponges. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had foreign material, a piece of rubber band, stuck in the channel. The issue occurred during reprocessing. There were no reports of patient harm or injury.